Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot n360 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot n360 shows no trends. Trends were reviewed for complaint categories, drive tube leak/break and alarm #7: blood leak? (Cent chamber) alarm. No trends were detected for these complaint categories. At the time of this report, the analysis of the returned kit and smart card is still in process. A final report will be filed when the analysis is complete. (B)(4). (B)(6) 2025.

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported an alarm #7: blood leak? (Centrifuge chamber) occurred and a blood leak was observed in the centrifuge chamber. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The customer will return the kit and smart card for evaluation.

Manufacturer narrative:
The kit and smart card were provided by the customer for evaluation. A visual inspection of the returned drive tube found that it was damaged above the upper bearing stop and above the lower bearing stop. There was no twisting of the drive tube, indicating that it was rotating freely during the treatment. A pressure test was performed and confirmed that there is a leak coming from the damaged area of the drive tube. Smart card data showed that there were no alarms during prime, indicating that damage occurred during the treatment. An alarm #7: blood leak? (Cent chamber) alarm occurred after 57mls of whole blood was processed. A material trace of the drive tube assembly and its components used to build lot n360 found no related non-conformances. The device history record (DHR) review did not result in any related non-conformances. This lot passed all lot release testing. The root cause of the damages to the drive tube could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). N.s. 04-sep-2025.